Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based upon the past similar cases, the reported event may have been caused by improper reprocessing by the user. The reported event could be prevented because the instruction manual states the brushing method around the forceps elevator and cautions regarding cleaning the endoscope immediately after each procedure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The watertightness of the insertion section was lost due to a break in the pipeline. The adhesive of the bending section rubber was peeled off. The insertion tube, endoscope cover, remote switch 1, universal cord, distal end cap, and light guide lens were scratched. The instrument channel port and suction cylinder were shaved. The remote switch box was dented. Due to the wear of the angle wire, the play of the up/down angulation control knob and right/left angulation control knob were out of the standard value. Due to the deformation of the air/water nozzle, the water removal capacity did not meet the standard value. The light guide bundle was damaged. The light guide cover glass was corroded and dented. The distal end cap was dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that foreign material was adhered to the forceps elevator. There was no report of patient injury associated with the event.